Manufacturer narrative:
The device was not received by the manufacturer for analysis. The definitive cause of this event is unknown as is the causal relationship of the iol with the torn capsule. The lens met all manufacturing specifications prior to release. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported that the patient's posterior capsule tore during routing cataract surgery with intraocular lens(iol) implant. The incision was enlarged to remove the implanted iol and a vitrectomy performed without complication. Another iol was successfully implanted, no patient injury.